Event description:
It was reported that there was no communication between the programming software, and the patient's implant when the device was tested in the clinic. All external equipment was exchanged, but the problem was not resolve. The results of an integrity test done in 2007 were consistent with a receiver/stimulator malfunction. Explant/reimplant surgery was scheduled for the following month.

Manufacturer narrative:
This type of event is addressed in the device labeling.